Event description:
It was reported that during a requested data review, technical services (ts) identified a slight increase in power consumption in this subcutaneous implantable cardioverter defibrillator (s-ICD) and escalated the case to the engineering team for further evaluation. Based on the engineering assessment, the device is exhibiting early signs of possible premature battery depletion (pbd). The observed increase in power consumption is consistent with this condition and may result in a battery depletion (bd) alert and/or reduced device longevity. At the time of this report, the device remains implanted and in service, and no adverse patient effects have been reported.